Event description:
New information received notes that the atrial lead was repaired during device replacement procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic with episodes of high ventricular rate, atrial lead noise was observed. Review of the episodes revealed the noise was minimal. No further information available.